Event description:
It was reported that while transporting a patient down a staircase, the tracks did not brake. It was reported that one employee was injured and the patient was not injured. It was reported that the employee visited the emergency room after the event due to persistent pain in their right shoulder and received pain killers. It was reported that the employee still suffers from their shoulder injury.

Event description:
It was reported that while transporting a patient down a staircase, the tracks did not brake. It was reported that one employee was injured and the patient was not injured. It was reported that the employee visited the emergency room after the event due to persistent pain in their right shoulder and received pain killers.

Manufacturer narrative:
The issue was resolved for the customer by replacing the track roller belt and recommending replacement of the track belt.